Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 16, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 500 and 102mg/dl on the subject meter, the time difference between these readings was unknown. The patient manages their diabetes with insulin with no adjustments. The patient reported increasing their usual dose of lantus to 39 units. The patient denied developing any symptoms. The patient reported contacting their hcp by telephone who advised the patient to increase their insulin. The patient denied testing on any other device at this time. At the time of troubleshooting the cca noted that the patient was comparing blood glucose reading from different sample sites. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia while using the subject meter.